Event description:
Boston scientific received information that during pocket closure there was an acute rise in pacing threshold measurements with this right ventricular (rv) lead. The pocket was reopened and the rv lead was repositioned. Subsequently, the patient's blood pressure decreased and the patient became respiratory and hemodynamically unstable. A perforation resulting in cardiac effusion and cardiac tamponade had occurred. Pericardiocentesis was performed. The patient also required intubation and cardiopulmonary resuscitation. The device and rv lead were explanted. The right atrial (ra) lead was surgically abandoned and the pocket was closed. Upon inspection of the rv lead, it was reported the helix mechanism was unable to be extended from the housing. Visually, there was no tissue on the helix mechanism or the electrode end. The device and rv lead were sent to hospital's pathology department for review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.